Event description:
A vertical mast extension rod on a mobile x-ray system that allows vertical motion of the x-ray tube jammed. The operator attempted to free it and the assembly dropped, and injured a finger. The tip of the operator's index finger was fractured. The operator was treated into the emergency room of the hospital where a splint was placed on the finger. The operator returned to work on 12/20/2007.

Manufacturer narrative:
A patient was not involved in the injury. A technologist was injured. The technologist received a fracture of the tip of the index finger. The technologist was sent to the emergency room, where the finger was splinted. The technologist returned to work the next day, on 12/20/2007. The device was inspected and repaired by a local philips service person. The mast was cleaned and lubricated and returned to clinical use.